Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that she had "leads blow" in the past but it wasn't within 3-4 months. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported for the patient¿s most recent procedure the lead and the ins were replaced. The patient stated she was bending over and felt a surge and the problem was the lead, so it was replaced. The patient stated after the lead and ins were replaced she saw a big difference in her symptoms. There were no further complications that have been reported as a result of this event.